Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 178 mg/dl at the time of the incident. Customer stated insulin pump display was not blank less than 30 seconds and did not return. The customer was assisted with troubleshooting and the display did not return. Customer states that the spring popped out during opening. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. It failed sleep current measurement, active current measurement, and self tests. No unexpected blank displays were noted. Device did not vibrate during the vibration portion of the self test. Upon visual inspection of the unit's interior, the back of the lcd display, the cable connecting electrical board to the main board, and the bottom of the battery board all have signs of corrosion.